Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: review of the history device records for the lot 4235796 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, leaks, occlusion, refux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to after steam sterilization the ruby ball sticks to the ruby seat¿ potential effect(s) of failure include ¿'excessive pressure required to flush the valve pre-procedure ("valve popping).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a functional issue with a certas valve prior to patient implantation on (B)(6) 2020. A certas plus in-line small valve only was planned to be implanted in a patient on (B)(6) 2020 via ventricular peritoneal shunt. During the flow test of the valve prior to use in the patient, flow could not be confirmed. Therefore, the valve was changed to another one prior to patient implantation.